Event description:
Received report from user facility. (B)(6) female admitted for childbirth required transfusions for ruptured uterus. During transition to intensive care unit, it was noted that the fluid warming device was alarming and not functioning correctly. Troubleshooting measures performed by facility were unsuccessful. Pt became hypothermic (core temperature measured at 31 degrees centigrade). Approximately 35-50 units of blood were transfused in total. The pt expired.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Event description:
Reporter alleged the customer obtained the results of 130 mg/dl, 142 mg/dl, 265 mg/dl and 169 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.